Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the "up", "down" and "ok" buttons were found to be under responsive. The keypad cover was removed; there was no damage found to the button contacts or keypad flex cable. The pump was opened; moisture corrosion was found on the keypad connector and printed circuit board. Unrelated to the complaint, a battery compartment crack was observed below the grip pad. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up, down and ok keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.